Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician was performing thoracic endovascular aortic repair, approximately six years and five months post index procedure, when an angiogram revealed a proximal type I endoleak. Contrast was seen proximal to the abdominal aortic aneurysm. The physician elected to implant an endurant ii aortic cuff. However, the proximal type I endoleak did not resolve. The physician then elected to implant eight aptus endoanchors. The endoleak was reduced after the endoanchors were implanted and the physician elected to complete the procedure with the reduced endoleak still present. Per the physician, the cause of the endoleak was unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.